Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit successfully passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully uploaded to carelink. Unit received with battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Unit passed dry systems testing and uploaded to carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the back of the pump and under delivery anomaly. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received the reported issue under delivery anomaly and crack on back of the pump. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.